Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the programmer has long boot sequence due to missing keyboard. Analysis also found the ECG (electrocardiogram) connector on the lem (link electronic module) printed circuit board assembly is loose. The keyboard slide is missing, left keyboard hinge is broken, and the system fan is intermittently noisy. It is noted analysis was not able to confirm that the programmer is difficult to open. (B)(4).

Event description:
It was reported the programmer takes long to boot up. It was also reported the programmer is difficult to open. The programmer was returned to the manufacturer for repair, analyzed and tested out of specification. No patient complications were reported as a result of this event.